Event description:
The customer reported to olympus, three hours into a therapeutic endometriosis procedure, the subject device gave an error and the probe broke (active branch). The broken piece was retrieved from inside the patient immediately. A similar device was used to complete the procedure. The customer reported no procedural delay.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer provided additional information: the broken piece fell into the patient's abdomen and was retrieved with grasping forceps. The device broke and showed error when the surgeon was cutting tissue. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the device evaluation results. The device was returned for evaluation and olympus identified the following: the probe is broken off at 11.5mm from the distal end site and the broken piece was returned; error code for damaged probe displayed; and grasping section/jaw, probe tip and electrode failed inspection for coating peeling off, scratched.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and the error occurred. 4) a force was applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc4485 08: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.